Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the middle section of the balloon catheter broke apart during removal of the device after the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that there was a lot of blood in the catheter hub. The balloon catheter shaft was found to be wrinkled, compressed and kinked on several places along its proximal shaft. It was compressed and wrinkled on its middle shaft as well. The distal shaft was also wrinkled. The balloon was inspected under magnification and it was found to be ripped from its proximal side and completely separated. The balloon was ripped 360 degree around the balloon from proximal side. An additional stryker distal access guide catheter used during the procedure was returned for analysis as well. The guide catheter was found to be broken. The physician may have perceived the observed guide catheter damages (break) as balloon catheter break and reported it as such; however, no break was identified on the balloon catheter. Functional test could not be performed due to the anomalies found on the balloon. Additional information from the complaint indicated that no anomalies were noted to the balloon catheter during initial inspection and preparation, continuous flush was maintained, there were no difficulties encountered during inflation/deflation of the balloon during preparation, the device was not inflated over nominal pressure, and no leakage was noted during preparation. The presence of blood is an indication that continuous flush was not maintained. The lack of continuous flush could have caused the reported and analyzed issues; however, this could not be definitively determined based the available information. Therefore a cause of undeterminable will be assigned to this investigation.

Event description:
It was reported that the middle section of the balloon catheter broke apart during removal of the device after the procedure. There were no reported clinical consequences to the patient.